Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The dislodgement allegation was not confirmed by product analysis, but was assigned cause, which is known inherent risk of device, based on the field report. The known inherent risk conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this right atrial (ra) lead was dislodged. The lead was explanted. Additional information received indicated that the dislodgement was confirmed thru xray. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was dislodged. The lead was explanted. Additional information received indicated that the dislodgement was confirmed thru xray. No additional adverse patient effects were reported.